Event description:
The customer contacted siemens to report that the atellica sample handler (sh) mishandled a single sample tube. The sh generated a gripper failed error and the sample tube could not be placed into the correct position. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside the united states customer contacted siemens to report that the atellica sample handler (sh) mishandled a single sample tube. The sh generated a gripper failed error and the sample tube could not be placed into the correct position. Siemens worked with the customer remotely to reboot the sh. Rebooting the sh resolved the event. The cause of the atellica sample handler gripper failure is unknown. The atellica sample handler is performing within specifications. No further evaluation of the atellica sample handler is needed.